Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a coil fracture occurred. The patient was undergoing an angioma intervention. A 20mmx40cm interlock¿-35 was selected for embolization. The coil was advanced through a non bsc catheter with friction noted. During deployment in the lesion, ¿part of the coil was fractured when the coil doing block at the lesion.¿ the fractured coil was left in the lesion, in its intended location. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.